Manufacturer narrative:
Device was used for treatment, not diagnosis. Chalmers, p. N., et al (2014). Reverse total should arthroplasty for acute proximal humeral fracture: comparison to open reduction-internal fixation and hemiarthroplasty. J shoulder elbow surg 23, 197-204. Report is for an unknown contoured locking proximal humeral plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: reverse total should arthroplasty for acute proximal humeral fracture: comparison to open reduction-internal fixation and hemiarthroplasty; chalmers, p. N., et al (2014). Reverse total should arthroplasty for acute proximal humeral fracture: comparison to open reduction-internal fixation and hemiarthroplasty. J shoulder elbow surg 23, 197-204. This study evaluated patients who underwent reverse total shoulder arthroplasty for displaced 3- and 4- part proximal humeral fractures and then retrospectively developed age- and sex- matched control groups with 3- and 4-part proximal humeral fractures who underwent hemiarthroplasty and open reduction-internal fixation. This study enrolled 27 patients; 9 underwent reverse total shoulder arthroplasty, 9 hemiarthroplasty, and 9 open reduction-internal fixation (with a synthes contoured locking proximal humeral plate). Of the patients implanted with the synthes proximal humeral plate, 1 patient developed arthrofibrosis and underwent subsequent arthroscopic capsular release and subacromial decompression. This patient then developed avascular necrosis at 2.3 years after fixation and probably will require total shoulder replacement. This report is 1 of 1 for (B)(4). This report is for an unknown contoured locking proximal humeral plate.